Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell two of three. The tsr advised the hp to start over with new supplies and contact the peritoneal dialysis nurse (pdn). There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.